Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room, having experienced phrenic nerve stimulation. Device interrogation revealed probable rv (right ventricular) lead dislodgement, which was confirmed via chest x-ray. The x-ray showed the tip of the lead to be pulled back above the svc (superior vena cava). High thresholds and no capture at maximum outputs were also noted. The lead was reprogrammed to aai, and about one week later was explanted and replaced. No further patient complications have been reported as a result of this event.